Event description:
The reporter stated that the surgeon had inserted a implantable collamer lens model icm120v4 into patient without any complications; however, the surgeon noticed that there was a bright spot (glittering small form) in the optic of the lens. The lens was left in the eye. There is no effect in the sight of the patient postoperatively.